Event description:
It was reported that the patient presented for a generator change. Post procedure, it was noted that the right ventricular lead exhibited high capture threshold and r wave amplitude variation. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and r-wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The reported events of high capture threshold and r-wave amp variation were not confirmed. Electrical testing was normal. Visual and x-ray examination did not find any anomalies.

Event description:
New information received indicated that the right ventricular lead was explanted and replaced. The patient was discharged post-procedure.

Event description:
New information received indicated that the patient presented in clinic for follow up. Upon review, the right ventricular lead was pacing the atrium. A lead dislodgement was suspected. Programming changes were performed. The patient condition was stable.